Manufacturer narrative:
Establishment's name:(B)(6). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, the ceramic tip broken was confirmed. The probably can be likely attributed to the failure of the black pressure cap. However, a definitive root cause was not determined.

Event description:
It was reported the ceramic tip of the subject device was broken the issue occurred during service/maintenance. There were no patient involvement.